Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the cause of the ins header damage was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was an unusual accumulation of fluid in the region of the patient's ins after a service life of three years. The patient had no complaints and was not injured. The patient's device was explanted. The ins was noticed to have separation of plastic from the metal part. No further complications were reported or anticipated.